Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed and the adjacent components to the broken wire did not show damage. Additionally, the instrument was found to have a broken grip cable at the distal end. The probable root cause of the broken conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Furthermore, the probable root cause of the broken grip cable, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was a conductor wire having a full breakage. The instrument did not move with non-intuitive motion or had any signs of thermal damage or loss of cautery. There are no photographs or videos available for isi review. The instrument is available to be returned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the 8mm maryland bipolar forceps instrument was found to have a broken black conductor wire. The procedure was completing as planned with no reported injury.